Event description:
Caller reported an ongoing issue with alarm 2 and multiple occlusion events over the past couple of weeks. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read as ¿high.¿ to resolve these issues, the customer changed the infusion set and cartridge and resumed insulin. Technical support sent a replacement cartridge and contacted clss for further assistance.